Event description:
On four separate occasions, on different patients in different scanner rooms, using different injectors, the IV extension tubing split open during infusion of the contrast. All IV lines were confirmed patent before initiation of infusion, psi was a standard 300psi, scans were not all done in the same room or with the same injector.